Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident.

Event description:
It was reported a patient who was enrolled in a clinical study underwent an uneventful ion biopsy procedure and developed pneumothorax which required chest-tube placement. Two lesions were biopsied: one lesion was located in the left lower lobe and the other lesion was located in the right upper lobe. The procedure was completed with no delays reported. After the procedure, the patient was found to have with an 28mm apical pneumothorax on chest x-ray, and the patient experienced chest pain. An 8-french percutaneous chest tube was placed with suction and water seal. The patient was discharged two days later with the pneumothorax resolved.